Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, damage to the device's oxygen blending module inlet adaptor was observed. The ventilator's oxygen blending module inlet adaptor assembly was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use.